Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 12/2099).

Event description:
It was reported that post feeding device implant, the adapter of the device allegedly was leaking. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary:one dual port feeding adapter was returned for evaluation. Visual and functional evaluations were performed. The investigation is confirmed for fluid leak as during functional testing, the device was infused through both ports with water using an in-house 10ml syringe; no leaks were noted and both the ports were then sealed and an in-house syringe was loaded into the distal end of the feeding tube adapter and light pressure was applied; a leak was noted from the larger port.a definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 12/2099),g4 h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post feeding device implant, the adapter of the device allegedly was leaking. There was no reported patient injury.